Manufacturer narrative:
Covidien ref number (B)(4). Date of initial report: 06/12/2014. The blue and grey jaw insulation was not melted or damaged. The clear insulation was damaged. The device failed hipot testing. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.

Event description:
The customer reported that the plastic tip of the jaws melted during a laparoscopic hemi colectomy. There was no injury to the pt. The device was returned to covidien and visual inspection discovered that the clear insulation was damaged.